Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. Further information regarding this report was not made available to customer quality. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Update 5 august 2014 - medical records received. Revision due to pain and slightly elevated cobalt chromium levels. Pseudotumour excised during revision.